Event description:
It was reported that multiple cartridge alarms occurred. It was also reported that the cartridge was leaking from the o-ring. Customer¿s blood glucose value ranged from 150-364 mg/dl. Reportedly, a new cartridge was successfully loaded after the pump was reset and customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.